Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous iliac artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 10atm for 10 seconds. The procedure was completed with another of the same device. No patient complications were reported.